Event description:
The facility reported an overinfusion, found during patient use with no patient injury or medical intervention required. The medication involved was gezmer, and the pump was programmed to deliver 250 cc per hour for 2 hours and instead infused 500 cc in one hour. There is no additional information.

Manufacturer narrative:
The device has not yet been returned to baxter for evaluation. A follow-up report will be filed if the device, or additional information is received.